Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. .

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on the afternoon of (B)(6) 2012. The patient is on insulin pump therapy. The patient denied taking any action regarding her usual diabetes management regimen in response to the power issue. The patient informed the cca that she developed symptoms of 'thirst' a couple of hours after the alleged power issue started. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the recommendations in the owner's booklet. The cca confirmed the patient was using the correct test strips. The power issue remained unresolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue started.